Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing, pacing inhibition and elevated thresholds on the atrial channel. A revision procedure was performed and damage was observed on the insulation of this atrial lead near the terminal end. The lead was removed from service and replaced. No additional adverse patient effects were reported.